Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's rv lead was a non-boston scientific product. Boston scientific technical services (ts) discussed the high impedances could be due to a spring contact issue. Small movements of the terminal ring either axially (back and forth) or radially (circular motion) over time creates wearing of the terminal ring and generates microscopic particles, which over time may accumulate and oxidize. This can impact the connection between the spring contact and lead ring, resulting in an intermittent change in impedance. Ts recommended reprogramming the lead unipolar pace and bipolar sense. This pacemaker system remains in service. No adverse patient effects were reported.